Event description:
It was reported during transport of bd vacutainer® no additive (z) plus tube, an unspecified number of stoppers are popping off during transport causing spills. Customer is removing the stopper, aliquoting sample, and then replacing stopper. Samples were recollected. There was no other health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. After review and analysis of the customer photo, no stopper pop-off is observed within the photo. Additionally, 29 retained samples were sent for appropriate functional tests, with none of the samples resulting in stopper creepout or stopper pop off. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper pop off. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported during transport of bd vacutainer® no additive (z) plus tube, an unspecified number of stoppers are popping off during transport causing spills. Customer is removing the stopper, aliquoting sample, and then replacing stopper. Samples were recollected. There was no other health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.